Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a reddish tinted display and a missing battery cap. This report is made based on results of investigation completed on 02/02/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the battery compartment was found to be cracked. The display was found to have a reddish tint and the battery cap was found to be missing. A test cap was used for the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.